Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator has not been returned to the manufacturer. It has been visually inspected and pressure tested by a fisher and paykel healthcare service engineer at our regional office in (B)(4). Results: the adjustment button was found to be working normally. The visual inspection revealed the gas inlet port of the complaint device to be broken. The pressure test revealed the manometer of the complaint device to be indicating the incorrect pressure. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is possible that the broken gas outlet port was due to accidental impact. A broken gas outlet port will render the neopuff unit unusable. Each neopuff is tested during production for the accuracy of its manometer and valve assembly components. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient"

Event description:
A hospital in (B)(6) reported that the adjustment button on an rd900 neopuff infant resuscitator is "stiff". No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that the adjustment button on an (B)(4) neopuff infant resuscitator is "stiff". No patient consequence was reported.

Manufacturer narrative:
(B)(4). We have received the complaint device at our regional office in france. We will provide a follow-up report upon completion of our investigation.